Event description:
It was reported that a patient presented in-clinic for an implant procedure. Upon post-implant procedure interrogation, the right atrial (ra) lead exhibited low pacing impedance, failure to sense p-waves, and failure to capture even at high outputs. The pocket was reopened and the ra lead was explanted and replaced on (B)(6) 2021. The patient did not suffer any adverse consequences before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.